Event description:
It was reported that, during an implant surgery, a lead had an issue where the surgeon went to pull the rubber stopper off the white stylet end and the white tip broke off where there was a small seam. The lead could not then be used to do test stimulation as it would not seat into the twist lock connector correctly. The lead was replaced.

Manufacturer narrative:
(B)(4).